Manufacturer narrative:
Device available for evaluation; returned to manufacturer on: 6/21/2019. Device evaluation: the product was returned to the manufacturing site for evaluation. The reported lens returned cut in three parts. The condition observed and the way in which the cut is formed is consistent with a lens that has been cut due to ¿iol removal¿ or ¿explant¿ process. Due to the condition of the lens returned the reported issue could not be verified. There is no evidence to suggest that the complaint sample has been affected by the manufacturing process. No product deficiency was identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints related to this production order was conducted in the complaint system. The search revealed one (1) additional investigation request (ir) due to ¿lead haptic not folded¿, received for this production order. Product quality deficiency was not identified. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA(B)(4).

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2019 and (B)(6) 2019. (B)(4). All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that tecnis preloaded intraocular lens (model pcb00 +21.0 diopter) was explanted from patient¿s right eye because of patient experiencing visual acuity issue. There was no incision enlargement, no sutures and no vitrectomy required. Same model of lens with higher diopter of +23.5 was used as the replacement lens for the patient. Patient was noted as alright now. No further information provided.